Event description:
A malfunction was reported on a customer's insulin pump, identified by the malfunction code "malf 16." There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.